Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had bladder neck stenoses. The bladder neck was reconstructed using a posterior racket-handle technique after mucosal eversion. The urethrovesical anastomosis was made using five or six interrupted 3/0 sutures on a 27-mm 5/8 circle needle over a 16 f silicone catheter.